Manufacturer narrative:
The device is not available for investigation. However, the customer has requested for the pump logs to be reviewed to help determine what went wrong. The log review is still pending. Date of death is unknown. Due to a software limitation, a date was required to be entered into this form.

Event description:
The event involved a plum 360 pump that was used when a patient had a cardiac arrest, survived, but later died from his injuries; however, the customer does not believe that the pump contributed to the death. It was reported that an unstable trauma patient in the ICU needed an MRI to help determine treatment. The MRI was delayed twice because the patient was unstable. They keep 2 MRI pumps in the ICU to avoid the stress of switching them out in MRI. The rn opened the door on plum pump while pumping and the pump stopped. She put the phenylephrine and norepinephrine on the MRI pump (iradimed pump) but couldn't get it to work and tried to switch it back to plum 360 pump because the patient was crashing. She used the same medication bags from plum 360 pump to the MRI iradimed pump. When she put the medications back on the plum 360 pump using the existing bag, she got a cassette test failure on both the phenylephrine and norepinephrine. Instead of troubleshooting the cassette, the rn was trying to troubleshoot the alarms by opening and closing the door multiple times. Air was introduced into the cassette during manipulation of the cassette, the tubing, and the medication bag. She was able to get the phenylephrine started. When that didn't work for the norepinephrine, she switched to a different plum pump and continued to get cassette failures. After a few attempts to clear air from the cassette, she was able to get the norepinephrine started. Meanwhile, the patient had a cardiac arrest because both critical meds were interrupted for several minutes and the patient wasn't getting any vasopressors. The customer requested to review the logs on the plum 360 pump to help her understand what the nurse did wrong. Ms. Miller does not believe that the plum 360 pumps contributed to the event, but rather to identify internal process gaps and the lack of education/knowledge of the nurse involved in the event. The distal occlusions and cassette test failures in the logs for the time of the event occurred between 0459 am and 0617 am. It is known the tubing was clamped at the start of infusion and air was introduced at priming and manipulation of the cassette when changing pumps multiple times, as well as opening and closing the door repeatedly. There was a patient involvement and patient death.

Manufacturer narrative:
No device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history was reviewed, and no similar events were reported in the past. Event logs were provided and analyzed. Event log analysis: the customer identified and provided event/alarm log reports for plum 15.20 devices with serial number (B)(6). It was only the event/alarm log were looked at and not the pump logs. It was found that alarms going off; ¿opened the door while pumping¿, ¿cassette test failure¿, & ¿distal occlusion¿. Opened the door while pumping: this represents detecting a user action and is normal pump operation when detected. Cassette test failure: this usually occurs when air is introduced into the cassette and is normal pump operation when detected. Distal occlusion: this represents a spike in line pressure and is normal pump operation when detected. Conclusion: in conclusion, it can be concluded from the event log analysis that there was no pump defect / malfunction that played a role in the adverse event. It is consistent with the customers report that they believe it was user error. Since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed.

Event description:
An update was received from the customer asking to help her review the event alarm logs for the pumps used during a patient code while switching from plum 360 and MRI pumps. In review of the logs, it did not indicate the pump performed other than expected. When the nurse had difficulty starting the MRI pumps, she attempted to revert back to plum 360. At this time the nurse experienced a number of cassette test failures for which she was unable to resolve by back priming. She retrieved another pump and loaded the same cassette. She continued to experience cassette test failures due to air in the cassette. During this time another nurse was manually administering medications to the patient until air could be removed from the cassette and the infusion restarted. The customer agreed that the pump functioned as intended. The customer determined the root cause to be poor nursing judgement for attempting to switch pumps to MRI pumps on an unstable trauma patient.